Event description:
Patient was originally implanted with a pdl at l5-s1 approximately one year ago, due to discogenic back pain. The patient was revised on (B) (6) 2010 due to unrelieved pain. This is one of three reports for this event.

Manufacturer narrative:
Implant date reported as (B) (6) 2009. Manufacture site and manufacture date cannot be determined without a part and lot number. Investigation could not be completed, no conclusion could be drawn as no device returned and no lot number provided.